Manufacturer narrative:
Additional information added to b5. Investigation results: five samples were received by our quality team for evaluation. Upon visual inspection, no apparent damaged that could cause the reported defect was observed. The samples were sent for testing to analyze for any defects/deformities, measure dimensions, ensure correct assembly, and leakage testing. All samples passed all testing. The reported incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined. Operational staff were still notified of this event. This incident has been added to our database of reported incidents.

Event description:
Additional information: the syringe was attached to the luer-lock and connected to the heparin line from combiset bloodline.

Event description:
It was reported that the bd syringe 10ml ll had leakage. The following information was provided by the initial reporter: material # 309604. Batch # 5048760. It was reported by the customer that product is leaking. Verbatim: product is leaking additional information received on 12sep2025. 1. When was this defect observed? During or before use on patient? Answer: the defect was observed on (B)(6) 2025 to 2 different patients, on the same shift, during treatment. 2. What was the medication/fluid in use at the time of the event? Answer: heparin 3. What was the impact to the patient or hcp? Answer: patient loss blood approx. 5cc-10cc. 4. Was any damage or visible defect observed? Answer: no visible damage, but blood bleak was noted from the hub during dialysis treatment. Additional information received on 16sep2025. My apolgy, the date provided was an error. The correct date of event occurred on 9/5/2025 friday.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.